Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The infection testing came back negative. It was determined the device became exposed due to pressure necrosis. There were no additional adverse effects reported.